Event description:
Baxter (B)(4) received a report that an infusor's patient control module (pcm) had flow observed when the pcm wasn't pushed. This event occurred after filling. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available.

Manufacturer narrative:
(B)(4). This device is manufactured for distribution outside of the united states and does not have a 510(k) number. However, this product is being reported because it is same as or similar to a product distributed within the u.s. The device is available for evaluation per the customer; however, the device has not yet been received by baxter. Should the device be received by baxter for evaluation, a follow-up report will be filed upon completion of an evaluation or if any additional information becomes available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one unused sample for evaluation. The reported condition of an "infusor's patient control module (pcm) had flow observed when the pcm wasn't pushed" was not confirmed. This report addresses the infusor involved in this incident. Report 6000001-2011-38925 addresses the pcm. Visual examination of the device showed no signs of physical abnormality that could have caused the reported condition. A functional test was performed and flow was readily observed at the luer. Functional testing also determined that the calculated flow rates of the infusor were 1.90 ml/hr (basal) and 1.80 ml/hr (bolus). The infusor was therefore within the functional result specification range of 1.75-2.25 ml/hr. No root cause was identified, as no evidence of product malfunction was observed. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. Additional information: the batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition.